Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-21052019-0000436485 submitted for adverse event which occurred on (B)(6) 2008. Mwr-21052019-0000436501 submitted for adverse event which occurred on (B)(6) 2009. Mwr-21052019-0000436510 submitted for adverse event which occurred on (B)(6) 2013. Mwr-21052019-0000436520 submitted for adverse event which occurred on (B)(6) 2013. Mwr-21052019-0000436527 submitted for adverse event which occurred on (B)(6) 2013. Mwr-21052019-0000436533 submitted for adverse event which occurred on (B)(6) 2013.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent a revision surgery on (B)(6) 2008, (B)(6) 2009, (B)(6) 2013. No additional information was provided.